Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with an intermittent button response due to corroded keypad traces. No button error alarms noted. The insulin pump received with cracked case on the display window corners, cracked belt clip slot and minor scratches on lcd window.

Event description:
It was reported that the customer received a button error alarm on her insulin pump. The customer was advised to discontinue use of the pump and revert to a back-up plan. Her blood glucose level was not known. Nothing further was reported.